Event description:
Pump was returned for servicing with a vague report of turning on by itself and not being able to turn off. No patient injury was reported. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding, medical intervention, age of patient, or medication involved.